Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The charge technologist for interventional radiology reported the enfit end is breaking below the actual connection on the kangaroo feeding tubes. Additional information received stated the device had a break at the feed and medication port causing a leak.

Manufacturer narrative:
The device history record (DHR) review could not be performed because the lot number was unavailable. One feeding tube was received for evaluation. After performing a visual inspection, disassembly between the y-port body and enfit body connector was observed. The root cause is missing solvent in the assembly between the y-port body and enfit body connector. A walk through was carried out in the manufacturing area with the multifunctional team. A new dispenser of solvent was validated without change to the process. This complaint will be used for tracking and trending purposes.